Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the available information, a root cause for the valve under-expansion could not be conclusively determined. In this case, it was reported that the patient had severe calcification which may have contributed to the under-expansion. Subsequently after the valve was deployed, it dislodged. And then a post implant balloon aortic valvuloplasty (bav) was performed. The user followed the instructions in the instructions for use (IFU) that states: "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing." Potential factors that can influence a dislodgment include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, and balloon aortic valvuloplasty (bav). Dislodge events are typically not related to a device malfunction. Medical safety reviewed the event. Based on the information provided, the under-expansion of the valve was likely related to the valve and the interaction with the calcified anatomy. The valve dislodgment was also related to the valve as it was reported the movement occurred as the valve was released from the dcs. This event does not indicate device malfunction or misuse. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a computed tomography was performed and showed the patient had a severe calcification burden. The implant team did not perform a pre-implant balloon aortic valvuloplasty (bav). During the deployment attempt, the valve was deployed to 80%. Upon inspection, the valve frame was noticeably under-expanded. Fluoroscopic inspection showed the implant depth of the valve was 1mm on the non-coronary cusp. The physician fully deployed the valve. Immediately after the valve was released from the delivery catheter system (dcs) it dislodged into the aorta in a supra-annular position. A post-implant bav was performed with a 25mm non-medtronic balloon. The valve was anchored in the ascending aorta between the level of the sinotubular junction and the brachiocephalic trunk. Subsequently, a second valve was loaded onto a new dcs and was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.